Event description:
Device malfunction: vessel locator wings failed to open. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, during the vessel locator deployment, the vessel locator wings would not open. The physician tried three times to deploy the vessel locator wings without success. The device was removed and hemostasis was achieved using manual compression. Once outside the artery, the physician tried again and the vessel locator wings opened. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.